Event description:
The customer reported that she contacted her doctor because she was experiencing high blood glucose levels. She was hospitalized due to diabetic ketoacidosis and a heart attack. At the time of her hospitalization, the customer's blood glucose level was 700 mg/dl. However, the customer stated that she was not wearing the insulin pump for up to one month prior to hospitalization. She declined troubleshooting because she performed a functional test with her diabetic educator and found out that the errors that she received on her insulin pump were because of human error. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.